Manufacturer narrative:
A philips field service engineer was not able to evaluate the device in question. No additional information was able to be gathered for the customer's device issue. The philips field service engineer (fse) was not able to confirm the customers device issue.

Event description:
The customer reported that the system is not continuously beeping. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.